Manufacturer narrative:
Method: device was not returned; followed up with company representative.

Event description:
It was reported that a patient underwent an x-stop procedure. The x-stop device was removed at an unk level and a laminectomy was performed. It was noted that the removal was due to the severity of the patient's disease state; severe spinal stenosis. Reportedly, there were no patient complications. No additional information was reported.